Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on manufacturer acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that during lasik flap surgery on the left eye, a part of the tissue did not loosen. Therefore, it was not possible to open the flap. During the attempt to raise the flap, the flap got slightly damaged and the surgery was canceled. Additionally, it was reported that the pt interface presented a spot at the same position. The surgeon couldn't know if the spot was already present before surgery of if it was generated during the procedure. Additional information has been requested, but not received to date.